Manufacturer narrative:
The pump gave a motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. Unable to verify the compromised force sensor system alarm due to the motor error alarm. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corners and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error alarm during the manual prime. Troubleshooting was performed and the drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 226 mg/dl. Customer was advised to disconnect and the insulin pump is being replaced.